Event description:
The patient called to report that when they were in to see their "blood" doctor it was mentioned that the doctor did not think their pacemaker was working correctly with their heart. The patient also stated that they have had problems ever since this device was put in. Follow-up was conducted and from the information obtained it was reported that they have not seen the patient since (B)(6) 2011 and the patient has not contacted them about problems with their pacemaker or to report the blood doctor's observations. The patient's next scheduled appointment is in (B)(4). It was noted that sometimes the patient exhibits confusion about her condition. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.